Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm or changed the cartridge to address the issue and resumed insulin delivery. There was no adverse impact to customer's blood glucose.